Event description:
This case is cross referred with the case (B)(4) (cluster). This unsolicited case from united states was received on 21-dec-2017 from an other non-health care professional. This case concerns a female patient (age: not provided) who received treatment with synvisc one injection and after unknown latency had knee swelling, weight bearing difficulty and had relief of swelling once drained. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection (batch/lot number: 7rsl021 and dose, frequency, expiration date, indication: not provided) into unspecified knee. On an unknown date, after unknown latency, patient had swelling of the knee and was not weight bearing for a period of time. There was relief in swelling once drained. Antibiotics were provided. Action taken: unknown. Corrective treatment: antibiotics for all events except device malfunction outcome: unknown for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment for follow-up dated 28-dec-2017: this case concerns a patient who received synvisc one injection and later had knee pain, knee swelling and weight bearing difficulty. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.